Event description:
A report was received that the patient was experiencing burning sensation, pain and shocking sensation at the pocket site when charging. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be buried deeper.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaints were not verified. Charging temperatures recorded in the patient's profile were within the limit. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. The charge profile showed that the device had been charged above 3.9 volts most of the time. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing burning sensation, pain and shocking sensation at the pocket site when charging. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be buried deeper.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced due to patient¿s request. The new ipg was relocated to the patient¿s belly. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing burning sensation, pain and shocking sensation at the pocket site when charging. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be buried deeper.